Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The jada device stopped control the bleeding, but it restarted later/ after initial bleeding control by jada, there was another bleeding episode and the jada had a device issue and the bleeding continued [device effect incomplete] jada system was left in place for 2 hours with 250 ml suctioned out and bleeding stopped/30-minute observation was not done [wrong technique in device usage process] case narrative: this spontaneous report originating from united states was received from a physician via clinical account specialist (cas), referring to a female patient of unknown age. The patient's medical history included singleton pregnancy and vaginal delivery in hospital. Her current conditions included invasive placenta accreta (reported as unknown), which was not identified/established prior to delivery. Her concomitant medications, and drug reactions/allergies were not reported. She had postpartum hemorrhage and the estimated blood loss (ebl) prior to used vacuum-induced hemorrhage control system (jada system) use was 250 ml. The suspected cause of the postpartum hemorrhage was reported as unknown accreta. The patient was non-pregnant at the time of report. This report concerns 1 patient(s) and 1 device(s). On an unknown date in 2023, the patient had vacuum-induced hemorrhage control system (jada system) placement via intravaginal route (lot# and expiration date were not reported) for postpartum hemorrhage (postpartum haemorrhage) by a physician. On an unknown date in 2023, the vacuum-induced hemorrhage control system (jada system) device stopped the bleeding, but bleeding restarted later again (also reported that "the bleeding continued as there was another bleeding episode") (device effect incomplete). It was further explained that the vacuum-induced hemorrhage control system (jada system) did not have a device issue, but the bleeding continued. The device was initially left in place for two hours with 250 ml suctioned out and bleeding stopped, and after the initial bleeding, 30-minute observation was not done (wrong technique in device usage process). The following escalating treatment bakri uterine balloon tamponade (intervention required) was required (initiated) to control the abnormal postpartum uterine bleeding or hemorrhage. The patient was taken to operating room (also reported as admitted (maternal admission) to the intensive care unit (ICU)) (considered as prolonged hospitalization) and had hysterectomy as a treatment (intervention required) due to unknown accreta for abnormal postpartum uterine bleeding or hemorrhage. The patient was stable, eating and fundus was firm. It was reported that the patient sought medical attention. It was reported that only one vacuum-induced hemorrhage control system (jada system) device was used. The device was not removed and then reinserted for any reason. No specific information given on prior history. No product quality complaint (pqc) reported. No additional adverse event (ae) or information provided. Upon internal review, the event of device effect incomplete was considered to be serious for the following reasons: hospitalization prolonged, intervention required and medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed). FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan).